Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line), which occurred on the homechoice (hc) machine during fill 4 of 4. The technical service representative (tsr) explained the alarm to the hp and discussed using manual supplies. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.